Event description:
Information was received indicating that this ambulatory infusion pump was shutting off during infusion. The patient tried replacing the pump batteries to resolve the issue, however this was not successful. It was noted that there was no alarm or error message on the pump screen. No adverse patient effects were reported.